Manufacturer narrative:
No additional information has been provided at this time. Device did not return for investigation. No images were provided for review. If new information is provided, a follow up report will be submitted.

Event description:
It was reported there was a revision of a cdm-635l due to osteolysis and according to histological findings a polyethylene caused granuloma.